Manufacturer narrative:
Concomitant medical products: cream, ice. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the tear trough and dark circles. Patient was also injected with unspecified juvéderm voluma in another zone (there were no issues with this injection). Patient was given anesthesia and local cream prior to injection while ice was provided post injection. About 6.5 month later, the patient developed granulomas (not mobile, painless and without infection) on the left eye. Patient was treated with triamcinolone and hyaluronidase. Symptoms reduced in size with one of them dissolving and the other persisted smaller. Patient then developed another formation that appeared on the right eye at "25-day" which wasn't treated. It was noted that the formation projects more on some days and less on others. Symptoms have partially resolved.